Event description:
Wrist implant device was explanted following the discovery of two(2) of the eight(8) bone screws had sheared. It was not reported how long after the original implant surgery observation of the two broken screw was made or the effect on the pt